Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose; bg value not provided. Reportedly, the control iq software lowered customer's basal rate and then customer ate food causing bg to go high. Reportedly, customer administered manual injections to address elevated bg. No additional patient or event information available.